Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the femoral artery that is 70% stenosed. During inflation of the 5.0mm/60mm/90cm armada 18 balloon, a loss of pressure was noted and it was difficult to keep the balloon inflated at 8 atmospheres. There appeared to be a leak close to the hub. There were no issues noted during preparation of the device prior to use. The balloon catheter was able to be used for the procedure by constantly adjusting the pressure on the indeflator; therefore, no additional device was needed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak at the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.